Event description:
It was reported in the patient's medical records that the patient was involved in a mva with a sudden onset of back and neck pain. The patient was treated conservatively and with physical therapy. Symptoms persisted and the patient eventually underwent a procedure for c5-c6-c7 acdf with allograft and unspecified 45mm plate and 4.0 x 15mm screws (x6). Diagnosis was spondylosis c5-c6, c6-c7 and herniated disc c6-c7 with radiculopathy. One week post-op the patient presented with hoarseness and difficulty swallowing. X-ray taken at the visit showed prevertebral swelling. The hardware was in good position. One month post-op the patient reports pain symptoms improved and numbness and radicular pain resolved completely. Patient still has some dysphagia and hoarseness that seemed to be improving. Voice has not quite returned to normal. X-ray taken showed the screws and plate in good position and the bone graft appears to be consolidating. Four months post-op the patient reports symptoms have resolved, but with some shoulder stiffness. X-ray showed hardware in good position and bone graft consolidating. Patient was cleared for all activities but was cautioned against heavy lifting.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.